Event description:
A screw removal procedure was conducted due to patient religious reasons. The screw broke during removal which led to a 90 minute extension to the procedure. The non-prominent screw reminant remains within the patient.